Manufacturer narrative:
(B)(4).

Event description:
Procedure: a+p repair both with vaulta graft placement and bilateral sacropinous ligament fixation and ileo-coccygeral vaginal vault suspension and enterocele repair and tot, cystoscopy and perineoplasty. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op and post-op diagnosis: grade ii rectocele, grade ii cystocele. Vaginal vault prolapse, paravaginal defect, enterocele, poor perineal body support, stress urinary incontinence, intrinsic sphincter deficiency. (B)(6) 2007 - urinary tract infection. (B)(6) 2007 - discomfort at the introital area, some tenderness on the right introit area. (B)(6) 2007 - dyspareunia and vaginal pain. (B)(6) 2007 - pain in left side near the vaginal introitus and the vagina. (B)(6) 2009 - dyspareunia, pain and swelling. (B)(6) 2009 - operation for cystoscopy x2, transvaginal excision of foreign body per vagina. Pre-op and post-op diagnosis: foreign body erosion into vagina, status post prior transobturator tape sling.

Manufacturer narrative:
Updated relevant history, event description; added rfr/fdp codes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a&p repair. It was reported that after implant, the patient experienced urinary tract infection, discomfort at the introital area, some tenderness on the right introit area, dyspareunia, vaginal pain, swelling, foreign body erosion into vagina the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op and post-op diagnosis: grade ii rectocele, grade ii cystocele. Vaginal vault prolapse, paravaginal defect, enterocele, poor perineal body support, stress urinary incontinence, intrinsic sphincter deficiency. Name of procedure: patient underwent an a+p repair, both with vaulta graft placement and bilateral sacropinous ligament fixation andileo-coccygeral vaginal vault suspension and enterocele repair and tot, cystoscopy and perineoplasty. On (B)(6) 2007 - patient underwent urodynamics and limited pelvic ultrasound, which showed she had ovarian cysts. (Non-covidien)devise used: gynecare monitor system. On (B)(6) 2007 - urinary tract infection. On (B)(6) 2007 - discomfort at the introital area, some tenderness on the right introit area. On (B)(6) 2007 - dyspareunia and vaginal pain. On (B)(6) 2007 - pain in left side near the vaginal introitus and the vagina. On (B)(6) 2009 - dyspareunia, pain and swelling. On (B)(6) 2009 - patient underwent previous operation for cystoscopy x2, transvaginal excision of foreign body per vagina and than pre-op and post-op diagnosis: foreign body erosion into vagina, status post prior transobturator tape sling. Past surgical history: 1973 - tubes tied. 1981 - hysterectomy 25 years ago, partial for dysfunctional uterine bleeding with tah. Past medical history: vaginal deliveries x2, hypertension, arthritis, disk disease of the back and migraine headaches. Concomitant therapy: (see ftr# (B)(4) for unknown ugytex).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.